Manufacturer narrative:
(B)(4).

Event description:
New information provided by the customer stated that the event occurred before surgery. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the handpiece only gives energy. The timing of event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was returned received for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece (hp) was manufactured on december 3, 2013. Based on qa assessment, the product met specifications at the time of release. A phacoemulsification (phaco) handpiece was received for evaluation. A visual assessment of the returned sample did not reveal any non-conformity. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed the handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).